Manufacturer narrative:
(B)(4). DHR was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 522225p. (2) samples of 522225p lot l5 (december 2015) were received for evaluation. Customer communications have determined that the correct part number is 522225p. This complaint is linked to 20022899. Both samples will be investigated together. The main channel of the scopes exhibits scrapes along the solder. The filler metal has been severely distorted in these areas. Additionally the light carriers are bent out of alignment. No particulate was noted on or in the device. Based on the condition of these instruments it is likely that the metal particulate originated from the filler metal on the external surfaces of the scope. These scrapes are consistent with damage from teeth. It should be noted that these instruments have been in use for at least a year without reported incident. This complaint is linked to 20023018. Both samples were investigated together. The main channel of the scopes exhibits scrapes along the solder. The filler metal has been severely distorted in these areas. Additionally the light carriers are bent out of other remarks: alignment. No particulate was noted on or in the device. Based on the condition of these instruments it is likely that the metal particulate originated from the filler metal on the external surfaces of the scope. These scrapes are consistent with damage from teeth. It should be noted that these instruments have been in use for at least a year without reported incident. The samples were urgently returned to the customer at their request and are no longer available for review. Method of use related - site specific failure.

Event description:
Metal shards were coming off the instrument. A metal shard did fall into the patient but the surgeon was able to retrieve the piece. No harm was done to the patient.

Manufacturer narrative:
(B)(4). DHR was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 522225p. (2) samples of 522225p lot l5 (december 2015) were received for evaluation. Customer communications have determined that the correct part number is 522225p. This complaint is linked to 20022899. Both samples will be investigated together. The main channel of the scopes exhibits scrapes along the solder. The filler metal has been severely distorted in these areas. Additionally the light carriers are bent out of alignment. No particulate was noted on or in the device. Based on the condition of these instruments it is likely that the metal particulate originated from the filler metal on the external surfaces of the scope. These scrapes are consistent with damage from teeth. It should be noted that these instruments have been in use for at least a year without reported incident. This complaint is linked to 20022899. Both samples were investigated together. The main channel of the scopes exhibits scrapes along the solder. The filler metal has been severely distorted in these areas. Additionally the light carriers are bent out of other remarks: alignment. No particulate was noted on or in the device. Based on the condition of these instruments it is likely that the metal particulate originated from the filler metal on the external surfaces of the scope. These scrapes are consistent with damage from teeth. It should be noted that these instruments have been in use for at least a year without reported incident. The samples were urgently returned to the customer at their request and are no longer available for review.

Event description:
Metal shards were coming off the instrument. A metal shard did fall into the patient but the surgeon was able to retrieve the piece. No harm was done to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Metal shards were coming off the instrument. A metal shard did fall into the patient but the surgeon was able to retrieve the piece. No harm was done to the patient.